Manufacturer narrative:
Concomitant medical products: product ID 8703, serial# (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 1994, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant. On 11-may-2016 it was reported that 2 days after implant in 1993, the catheter had to be revised because they couldn't fill the pump and the catheter was all twisted. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.